Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure (the device does not operate) was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: power supply unit failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device could not operate because of the failure of the power supply. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the light source was not working with no power. The issue occurred during a therapeutic functional endoscopic sinus surgery procedure. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.